Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricle (rv) lead exhibited noise over-sensing, which led to pacing inhibition. Programming changes were made. The patient was stable throughout.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricle (rv) lead exhibited noise over-sensing, leading to pacing inhibition. A lead revision was attempted, but the physician elected to make programming changes due to the patient's anatomy. The patient was stable throughout.